Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high pacing impedance and increased capture threshold which resulted in loss of capture were discovered on the right ventricular (rv) lead. During fluoroscopy, no anomalies were observed. The lead was capped and replaced to resolve the event. The patient was stable and there were no consequences.